Event description:
It was reported that the right atrial lead exhibited noise causing inappropriate mode switch episodes. The noise was reproducible with pocket manipulation. The device was reprogrammed. The patient would be monitored normally. No patient symptoms were reported.